Event description:
On 16-apr-2026, it was reported by a sales representative via (B)(4) that an ar-4068-90 suturelasso clear coating on the nitinol lasso in product ar-4068-90 came off the nitinol wire and had to be retrieved. A new lasso was used with a different lot # and the issue wasn't experienced again. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.